Manufacturer narrative:
H.6. Investigation summary: bd received 43 samples from the customer in support of this complaint. 20 returned samples were draw-tested with deionized water. From this testing, it was determined that all 20 tubes drew within specification. Bd was unable to confirm customers¿ indicated failure mode based on the returned samples test results. No definitive root cause could be established for the reported defect. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. The following fields have been updated with additional/corrected information: d.1. Device available for eval: yes. D.1.returned to manufacturer on: 15-nov-2023.

Event description:
It was reported that while using bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, the tube underfilled. This event occurred 1 time. The following information was provided by the initial reporter: our emergency department is reporting a problem with the filling of edta (violet) tubes ref 368861, batch 3226476 expiring in 12/2024 . Can you tell us if you have any complaints about this batch?

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3: date of event is unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported that while using bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, the tube underfilled. This event occurred 1 time. The following information was provided by the initial reporter: our emergency department is reporting a problem with the filling of edta (violet) tubes ref (B)(4), batch 3226476 expiring in 12/2024 . Can you tell us if you have any complaints about this batch?